Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-735b-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported during bph procedure at 262,425 joules and 37 mins of use" fiber expired" was observed. The fiber tip (cap) was not cleaned during the procedure. The procedure was completed using second fiber at 139,107 joules of use. Patient outcome: no patient injury was reported.